Event description:
It was reported that the patient experienced no stimulation. Additionally, the patient also experienced a power on reset (por) condition due to the loss of the telemetry head during an impedance check. The por was cleared, but would return a few minutes after it was cleared. The patient underwent a device replacement attributed to normal battery depletion. The patient experienced satisfactory pain control following the surgery. The patient recovered without sequela.

Manufacturer narrative:
(B) (4). Final device evaluation of the implantable neurostimulator concluded a reliability non-conformance with the primary finding broken bond wires. The ins failed the automated console due to the battery not being in new condition. It was also discovered that both b+ battery bond wires were broken. Burn marks were also found on the titanium can. Epoxy bonds were found to be broken between the hybrid circuit and both battery terminals. Foreign material was found in the connector ports and the titanium can was found to be scratched. The voltage of the ins at the time of analysis was 2.59v.